Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement. The device has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pt's implantable neurostimulator had "stopped working" less than one year after implant. It was noted that "the pt has tourettes and would commonly hit her chest where the device was located" and "the non function of this device could be due to impact." The device was explanted and replaced. There was no injury to the pt. A follow-up report will be sent if additional info becomes available.